Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, it was noticed that the image from the spyscope ds ii screen looks like there was some interference and the screen intermittently showed the grey dots after ten minutes of usage. Reportedly, no electrohydraulic lithotripsy (ehl) was used. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that there were signs of use in the form of elevator marks on the shaft of the catheter. Elevator marks were measured from the tip. No damage was noted. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. An image assessment for visualization was performed. The device was plugged into the controller. A live, clear image was displayed. No problems were identified with the image. No problems were observed with physical connectivity of the device. The umbilicus connector was visually inspected, and no damage or defects were noted. The lighting controls on the controller were tested and the scope lighting adjusted accordingly, no problems were observed with scope lighting or plastic optical fibers (pofs). The device was fully articulated in all directions; no problems were identified with the image. X-ray imaging of the distal tip showed no problems with the redistribution layer (rdl), thru-silicon vias (tsvs), or camera wire. X-ray imaging of the handle showed no problems with the printed circuit board assembly (pcba) or camera wires. The handle was opened and the connection of the camera wires to the pcba was inspected. No damage or defect was noted on the bond between the solder pads and the camera wires. The glue feature was wiggled with tweezers to test the solder bond of the wires, and no change to the image was noted. Pressure was applied to the ground pad on the pcba using a screwdriver, and no flex was observed on the pcba. It appeared fully bonded to the breakout and no components on the board appeared damaged. The camera wire in the breakout region was visually inspected. No damage was noted to the camera wire or jacket. No signs of procedural residue were present inside the handle. Leak testing was performed with the unit using saline. The unit was pressurized by injecting fluid through the irrigation tubing of the device with the tip inserted into a mock; cbd fixture and pressure did not change. No leak was observed during testing. The reported event was not confirmed. Product analysis was unable to replicate the reported problems. The device functioned properly throughout analysis and appeared used. Based on all gathered information, the complaint investigation conclusion code selected for the visualization issue is no problem detected, which indicates that the device complaint or problem cannot be confirmed. H11: block d4 (catalog number), e1 (initial reporter facility name) has been corrected.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, it was noticed that the image from the spyscope ds ii screen looks like there was some interference and the screen intermittently showed the grey dots after ten minutes of usage. Reportedly, no electrohydraulic lithotripsy (ehl) was used. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).